Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. The device was not returned for investigation and therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster requiring medical intervention. Device issue: failure to cross. It was reported that a graftmaster stent would not cross the vessel lesion/perforation site: therefore, the device was removed from body. The perforation was sealed with extended inflation of another company's balloon. No patient effects were reported. No additional event or pt info is available.